Event description:
It was reported that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge was returned to animas for eval. Eval revealed a crack in the body of the cartridge.